Manufacturer narrative:
PMA / 510(k) #: there is no 510(k) for this device as it is manufactured outside the us and not sold in the us. Results: a sample is not available for evaluation. A review of the device history record could not be performed as a lot number was not provided for this incident. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode. (B)(4).

Event description:
It was reported that a user of an 18 g x 1 1/2 in. Bd microlance¿ needle sustained a clean needle stick injury while opening the package because the protective needle cap was missing. No medical interventions beyond routine first aid were provided. The user cleaned the wound and applied a dressing.